Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, h6

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported a right-side deflation. Later, healthcare professional reported "hole in valve". Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed opening on posterior side assessed as surgical damage. Valve leak and/or damage: a cracked valve seat diaphragm valve. As per the investigation procedure, delamination total of the plug strap disk shell (adhesive failure) creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.